Event description:
It was reported that: while ventilating a patient in simv mode, the respiratory therapist reported the device stopped ventilating the patient and no alarms were observed. The patient was removed from the device. No patient injury reported.